Event description:
It was reported that after a right ankle procedure performed on (B)(6) 2023 where a joint fracture was cut and fixed, and the joint triangular ligaments were fixed with a twinfix anchor, the postoperative wound continued to heal well until a follow-up visit over 2 months after the surgery, that showed that the original surgical site gradually developed redness and swelling, and the wound was gradually opened. The outpatient diagnosis was a right ankle joint fracture with postoperative wound infection and poor healing, and the patient was admitted for debridement, partial internal fixation, and bone cement implantation surgery. Despite multiple debridement attempts, the wound still did not heal well. More than 4 months after the surgery, the patient was transferred to the hospital for further debridement and local skin flap transfer surgery. The wound healed. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records and sterilization records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that the diagnosis of post-operative wound infection, poor wound healing, redness, swelling, and wound opening were likely due to bacterial contamination of the wound that could have occurred during surgery or later due to the deterioration of skin barriers during wound care. Furthermore, we cannot rule the patient's history of type 2 dm as likely contributing to the poor wound healing. Post-operative wound infections are a common occurrence after surgery and likely related to the procedure and or the post-operative management of the wound not a mal-performance of the smith and nephew device. The impact to the patient was the debridement, skin flap transfer and hospital admissions. Since it was reported the wound healed, no further medical assessment is warranted at this time. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated. Corrected data: h6: health effect - clinical and impact code.